Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl. The customer stated that he was okay and already eaten some peanut butter. Customer sensor was pulled due to sweating. Customer stated that they did not used auto mode feature at time of high blood glucose event. The device will not be returned for analysis.